Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower cramping / lower stomach pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes describe: mood changes"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), headache ("headaches") and migraine ("migraines"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingo-oophorectomy)). Essure was removed in (B)(6) 2010. At the time of the report, the abdominal pain lower and headache had resolved and the mood altered, urinary tract disorder, bladder disorder and migraine outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, headache, migraine, mood altered and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-jan-2019: plaintiff fact sheet was received. Previous event "pain" was updated to "lower cramping/ lower stomach pain". Events added from pfs: "mood changes, bladder problems or urinary problems or changes, migraines, headaches". Reporter information, height, events onset date, events outcome, lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower cramping / lower stomach pain") in a 27-year-old female patient who had essure (batch no. 624837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation with essure placement". The patient's medical history included bleeding menstrual heavy, vaginal bleeding, menorrhagia and endometrial biopsy. Concomitant products included norethisterone (mini-pill). In (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes describe: mood changes"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), headache ("headaches") and migraine ("migraines"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingo-oopherectomy)). Essure was removed in (B)(6) 2010. At the time of the report, the abdominal pain lower and headache had resolved and the mood altered, urinary tract disorder, bladder disorder and migraine outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, headache, migraine, mood altered and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2007 and (B)(6) 2007 an essure tubal occlusion implant was placed at the location of each tubal ostia, in each case 3 coils were identified within the uterine cavity diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: total bilateral occlusion; on (B)(6) 2008: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative. Lot number:624837 manufacturing date:2007/06 expiration date:2009/05 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower cramping / lower stomach pain") in a 27-year-old female patient who had essure (batch no. 624837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation with essure placement". The patient's medical history included bleeding menstrual heavy, vaginal bleeding, menorrhagia and endometrial biopsy. Concomitant products included norethisterone (mini-pill). In (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes describe: mood changes"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), headache ("headaches") and migraine ("migraines"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingo-oophorectomy)). Essure was removed in (B)(6) 2010. At the time of the report, the abdominal pain lower and headache had resolved and the mood altered, urinary tract disorder, bladder disorder and migraine outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, headache, migraine, mood altered and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2007 and (B)(6) 2007 an essure tubal occlusion implant was placed at the location of each tubal ostia, in each case 3 coils were identified within the uterine cavity diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: total bilateral occlusion; on (B)(6) 2008: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical records received: lot number added. Medical history, lab data, concomitant drug, reporter information, aka name were added. Event "novasure endometrial ablation with essure placement" added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2010. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.